Event description:
The customer reported to beckman coulter that the coulter hmx hematology analyzer with autoloader was leaking on the right side. The volume of the leaked fluid was <2 ml and the leak was contained within the unit. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, and gloves. There was no biohazard exposure to open wounds or mucous membranes. No one was splashed, sprayed or injured. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered a diluent leak under the front cover at pinch valve 14. The fse replaced the tubing through the valve and fixed the leak. Failure mode was related to diluent leak under the front cover at pinch valve 14. (B)(4).